Event description:
A malfunction on the pump was reported, although there were no notable events prior to it except for a sensor failure. The customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. Technical support provided assistance in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue recurs. The customer decided not to resume insulin during the call and will contact dexcom regarding the failed sensor.